Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient attempted to correct hyperglycemia by administering 12 units of humalog insulin using omnipod. There was no documentation about when the sensor failed and how it contributed to the event but the patient alleged that the sensor has failed leading her not to know her readings that lead her to experienced symptoms. The patient´s condition worsened and she began having difficulty breathing, nausea and vomiting. The patient called 911. When paramedics arrived, they checked blood glucose level, which was 596 mg/dl, and transported her to the hospital. At the hospital blood tests revealed bg increased to 700 mg/dl. The patient was treated with regular insulin IV, along with IV medications for nausea and pain. The patient was kept in the hospital for approximately 12 hours for close monitoring. The blood glucose levels were checked hourly and steadily decreased by about 50 points per hour. By the time of discharge, bg was 180 mg/dl. The patient was discharged in stable condition early in the morning of (B)(6) 2026 (less than 24 hours). No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.